Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of tissue and blood was observed on the silicon at the base of jaw and heater wire. The silicone insulation on the cold jaw was observed to be peeled away from the tip exposing metal on cold jaw. The detached silicon insulation of the cold jaw was not returned for evaluation. There were no other visual defects observed. Based on the return condition of the device the reported failure "peeled jaw" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro small section of the gray silicone fell into the patient. The hospital located and retrieved the piece. The piece was retrieved with 'pick-ups' (small forceps). A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro small section of the gray silicone fell into the patient. The hospital located and retrieved the piece. The piece was retrieved with 'pick-ups' (small forceps). A replacement device was used to complete the procedure. The hospital did not report any patient effects.